Manufacturer narrative:
The investigation determined the issue is consistent with incorrect pre-analytic sample handling leading to poor sample quality.

Manufacturer narrative:
The na electrode was last exchanged on (B)(6) 2022. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for multiple patient samples tested with ise indirect na for gen.2 when comparing the results obtained on two different cobas 8000 ise 900 modules or a competitor instrument (abl flex 800x radiometer). Module 1 has the serial number (B)(4) and module 2 has the serial number (B)(4). Below are 4 examples of questionable na results provided: patient 1: abl flex800x = 142 mmol/l, module 1 = 144.5 mmol/l, module 2 = 149.4 mmol/l, 148.7 mmol/l, 147.6 mmol/l. Patient 2: abl flex800x = 139 mmol/l, module 1 = 144.1 mmol/l, module 2 = 145.2 mmol/l, 146.7 mmol/l, 146.4 mmol/l. Patient 3: abl flex800x = 147 mmol/l module 1 = 152.4 mmol/l module 2 = 156.2 mmol/l, 156 mmol/l, 156 mmol/l patient 4: abl flex800x = 161 mmol/l, module 1 = 164.2 mmol/l, module 2 = 167.2 mmol/l, 166 mmol/l, 166.1 mmol/l. In the course of the investigation, further discrepant results for ise indirect na and k for gen.2 were reported. Below are 2 examples of questionable na and k results provided: patient 5: module 1: na = 144,7 mmol/l, k = 4.82 mmol/l, module 2: na = 131.5 mmol/l, k = 4.27 mmol/l. Patient 6: module 1: na = 140.9 mmol/l, k = 4.47 mmol/l, module 2: na = 134.2 mmol/l, k = 6 mmol/l. The customer suspects that the results obtained on module 1 are incorrect. The questionable results were reported outside of the laboratory. The na and k electrode lot numbers and expiration dates were requested but not provided.